Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was shutting off on its own. It was further determined that the console device displayed and e6 error when the device was connected. It was determined that the flex circuit potting was split and that there was moisture residue on the potted flex assembly. It was determined that the component damage caused the flex circuit to fail because the potting was cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery testing, it was discovered that the motor device was shutting off on its own. It was further reported that the device was also moist at the elbow. During in-house engineering evaluation, it was observed that the console device displayed an e6 error when the device was connected. According to the reporter, the device was being tested for a spinal procedure. There was a five minute delay to the surgical procedure. The reporter indicated that an identical spare device was successfully tested and used to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.